Event description:
Event verbatim [preferred term] burns on my hips from wearing one, had a blister on one and popped and not comfortable at all, still has some like open wounds that are scabbing over [burns second degree], she did not check her skin under the product while wearing it [device use error], dark, like weird dark colored circles [skin discolouration]. This is a spontaneous report from a contactable consumer reporting for herself. A (B)(6) years-old female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain) device lot number t26686, expiration date jul2020, 'wore once' on (B)(6) 2018 for 'hip, muscle pain,' 'I had a fall at work and I had a concussion on my left hip and I was told at that time to start using heat on it'. Medical history included sensitive skin 'to certain products' from an unknown date. No concomitant medications. Consumer stated she was calling about the medical device recall for the muscle pain therapy 8 hour thermacare heatwrap. Stated 'I know it is (recalled) it is on the list.' The patient experienced actually do have burns on my hips from wearing one on (B)(6) 2018, had a blister on one and it popped and it was not comfortable at all on (B)(6) 2018 and still has some like open wounds that are scabbing over but some of them are just like dark, like weird dark colored circles on an unspecified date. Consumer reported she did read the usage instructions on thermacare product. She stated 'I wore it to work, so it was 8 hours'. 'I was wearing it at work with a pair of jeans over it and not tight fitting jeans'. She reported she did not check her skin under the product while wearing it and did not engage in exercise while using the product. She is not under the care of a physician and has not had a general check-up in over 5 years. Consumer had previously used other heat product for pain relief. 'Normally it was the heating pad until it gets cold for 20 to 25 minutes' and did not experience any problem. She has a medium skin tone and does have sensitive skin to certain products (product names not provided). When asked have you previously used thermacare? Consumer stated, 'I have two other boxes of your product.' Also stated she did not experience the same problem/symptom experienced during previous use. Consumer reported she does not have any of those products (thermacare heatwrap up to 8 hours advanced muscle pain multi-purpose) remaining, there were only three in the box. Consumer stated, 'well I only wore it that once and the other two my fiance wore but he did not wear long enough to experience any issues.' Therapeutic measure were taken for the reported events. Consumer stated ''I have put lotion on it but no (treatment) other than that neosporin and bandage.' The action taken with the product was unknown. The outcome of the events are not reported except for 'she did not check her skin under the product while wearing it' which is unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of burns second degree and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event skin discoloration was assessed as non-serious. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of burns second degree and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event skin discoloration was assessed as non-serious. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she has "burns on my hips from wearing one". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. This batch t26686 was involved in investigation pr-2379610-t26691, t26693, t26686 & s68516 menstrual & muscle joint us- cells damaged/leaking. The batch was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516) per investigation (B)(4) for cell pack damage/leaking. This complaint does not involve cell damage or leaking. Process related: no. Complaint confirmed: no.

Event description:
Event verbatim [preferred term] burns on my hips from wearing one, had a blister on one and popped and not comfortable at all, still has some like open wounds that are scabbing over [burns second degree] , she did not check her skin under the product while wearing it/read the usage instructions on thermacare product [intentional device misuse] , dark, like weird dark colored circles [skin discolouration] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. A 34-years-old female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain) device lot number t26686, expiration date jul2020, 'wore once' on (B)(6) 2018 for 'hip, muscle pain,' and 'I had a fall at work and I had a concussion on my left hip and I was told at that time to start using heat on it'. Medical history included skin sensitive to certain products from an unknown date. There were no concomitant medications. The patient previously used thermacare heatwrap (thermacare heatwraps) for unknown indication and experienced no adverse effect, she had two other boxes of the product. The patient had previously also used other heat product for pain relief. Normally it was the heating pad until it got cold for 20 to 25 minutes and did not experience any problem. The patient stated she was calling about the medical device recall for the muscle pain therapy 8 hour thermacare heatwrap. She knew it was (recalled) it was on the list. The patient experienced actually do have burns on her hips from wearing one on (B)(6) 2018, had a blister on one and it popped and it was not comfortable at all on (B)(6) 2018 and still had some like open wounds that were scabbing over but some of them were just like dark, like weird dark colored circles in oct2018. The patient reported she did read the usage instructions on thermacare product. She stated that she wore it to work so it was 8 hours. She was wearing it at work with a pair of jeans over it and not tight fitting jeans. She reported she did not check her skin under the product while wearing it on (B)(6) 2018 and did not engage in exercise while using the product. She was not under the care of a physician and had not had a general check-up in over 5 years. She had a medium skin tone and did have sensitive skin to certain products (product names not provided). The patient reported she did not have any of those products (thermacare heatwrap up to 8 hours advanced muscle pain multi-purpose) remaining, there were only three in the box. The patient stated that she only wore it that once and the other two her fiance wore but he did not wear long enough to experience any issues. Therapeutic measures were taken for the events "burns on my hips from wearing one, had a blister on one and popped and not comfortable at all, still has some like open wounds that are scabbing over" and "dark, like weird dark colored circles". The patient stated she had put lotion on it but no other treatment than that neosporin and bandage. The action taken in response to the events for the product was unknown. The outcome of the event "burns on my hips from wearing one, had a blister on one and popped and not comfortable at all, still has some like open wounds that are scabbing over" was not resolved and the outcome of the other events was unknown. As of(B)(6) 2018, according to the product quality complaint group: investigation summary: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she has "burns on my hips from wearing one". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. This batch t26686 was involved in investigation pr-2379610-t26691, t26693, t26686 & s68516 menstrual & muscle joint us- cells damaged/leaking. The batch was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516) per investigation pr-2379610 for cell pack damage leaking. This complaint does not involve cell damage or leaking. Process related: no. Complaint confirmed: no. Follow-up (06dec2018): this is a follow-up report from the product quality complaint group includes investigational results, past product data, onset date of events added and event "she did not check her skin under the product while wearing it" recoded. Company clinical evaluation comment based on the information provided, the events of burns second degree and intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event skin discoloration was assessed as non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of burns second degree and intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event skin discoloration was assessed as non-serious. The events are medically assessed as associated with the use of the device.